Event description:
It was reported that "during xia3 surgery, it was found that the tip of tap is broken. The surgeon did not use it and used 5.5mm diameter tap."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.